Event description:
During surgical procedure, dr. (B)(6) was using the cage inserter, the tip of the cage inserter got stuck inside the cage and broke off inside the implanted cage. Unable to retrieve.